Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawers failed. Nurses were unable to get medicines out. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A technical support specialist (tss) checked and confirmed that in casequeue-mms-tsc-generic/other english queue, changed to medes queue. After that the user requested to change the priority from medium to high and requested to assign fst asap. The system functioned as intended after the technical support specialist troubleshoots the device.